Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, gram positive bacteria (1 cfu/endoscope) were detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. Ofr checked the subject device and found the followings. The adhesive around the light guide lens and objective lens was discolored. The adhesive of the bending section rubber was worn out. There were shavings inside the instrument channel. The instrument channel port was scratched. The air/water cylinder was scratched. The suction cylinder was scratched. The angle of all directions did not meet specification. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, pseudomonas aeruginosa (>100 cfu/100ml) were detected from the sample collected from the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.